Event description:
<P>it was reported that the t: slim x2 pump battery would not charge, and there was a power source alert noted in the pump's history. There was no adverse impact to the customer¿s blood glucose level. The issue, which occurred prior to contacting technical support, resolved on its own as the pump began charging with a tandem wall adapter and charging cable, with no further assistance required.